Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the no refills were prompting for emergency room pyxis cabinet. A technical support specialist dialed into carefusion coordination engine (cce), verified both stations were correctly grouped under tnnas-west and scheduled on trigger6, confirmed order dropped and received customer confirmation that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd generic pyxis¿ es server was not detecting on the communication bus resulting in no refills being generated for the ed1 and ed 2 systems. The issue reportedly was preventing the user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.